Event description:
It was reported that the subject device exhibited an e216 and b30 scope communication error during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer to clean the scope¿s built-in contact using 70% isopropyl alcohol, allow it to air dry, and reconnect the scope while the power was off, followed by powering on the system. Upon restart, the unit displayed a b30 scope communication error, indicating a possible fault in the scope. Recommended testing with a different scope or tower to isolate the issue. Customer tested a different 190 scope on the same tower and was able to obtain a clear image. This confirmed that the original scope was the source of the issue. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.